Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
There is reasonable evidence suggesting that this device delivered multiple shocks during a rapid ventricular response (rvr) due to an atrial arrhythmia event. Shocks/therapy did not convert the rhythm. Further review was recommended. The physician did decide to make some programming changes on this patient. Patient's rate is usually well controlled but he ran out of some heart medication which caused the elevated heart rates that led to the shocks. No adverse patient effects were reported.